Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.25x32mm promus premier, 2.5x18mm xience xpedition. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. As a result, a similar incident query was not performed as the complaint details and the lot history record review did not identify a potential device issue related to the reported patient effect(s). The reported patient effect of restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with stable angina on (B)(6) 2015 and the procedure was to treat a de novo lesion in the proximal right coronary artery (fca). The lesion was pre-dilated with an unspecified balloon and a 2.5x18mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion and the stent was placed without issue. A 2.25x18mm xpedition stent and a 2.25x32mm non-abbott stent were placed at a chronic total occlusion (cto) from the mid to the distal rca after pre-dilation with an unspecified balloon. Eight months later on (B)(6) 2015 angiography was performed and in stent restenosis was found within the xpedition and non-abbott stent that were placed from the mid to the distal rca. No treatment was performed; however, medical treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch, additional information indicates that the patient returned to the hospital on (B)(6) 2016 for an 8 month follow up and in-stent restenosis (isr) was noted on (B)(6) 2015. Treatment of the restenosis was scheduled for (B)(6) 2015 and the patient was discharged from the hospital on (B)(6) 2015. The patient returned to the hospital for scheduled treatment of the restenosis on (B)(6) 2015 and target lesion revascularization (tlr) with a drug coated balloon was performed for the (isr) on (B)(6) 2015. The event was resolved on the same day. The patient was discharged from the hospital on (B)(6) 2015. No additional information was provided.